Event description:
Pt on IV vancomycin at home via peripherally inserted catheter. On the end of the catheter is the clc 2,000 swabable connector by icv medical. The "value" of this clc 2000 "stuck" into open position and pt unable to use IV catheter. Lost patency of catheter (rt clamped catheter and catheter occluded). Visiting rn removed catheter (with rptr's order) and last dose of IV vancomycin via angio cath. Pt completed therapy after last dose. No harm to pt but lost IV catheter secondary to possible malfunction of clc 2,000.